Event description:
Additional info received from MFR on 6/29/1998: they also reported that their facility has insect control programs in place where the inside and outside of the plant are sprayed on a regular basis. It is possible the raw-material plastic used to make the barrel may have accidentally gotten an insect contaminant, but this would be a rare occurrence.